Event description:
It was reported that a physician stated in an online survey that they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because the IFU presented inadequate instructions for healthcare professional in relation to biocath foley catheter preconnected to 500ml bardia leg bag, standard length, no french size specified and in relation to biocath foley catheter preconnected to 500ml bardia leg bag, female length, no french size specified.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that a physician stated in an online survey that they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because the IFU presented inadequate instructions for healthcare professional in relation to biocath foley catheter preconnected to 500ml bardia leg bag, standard length, no french size specified and in relation to biocath foley catheter preconnected to 500ml bardia leg bag, female length, no french size specified.